Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while on stomach resection, the device was unable to fire. The surgeon was able to press the green button but could not squeezed handle and the loading unit got stuck in the stapler. Another loading unit was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while on stomach resection, the device was unable to fire. The surgeon was able to press the green button but could not squeezed handle and the loading unit got stuck in the stapler. The device was broken between handle and loading unit that the component disengaged. There was also difficulty in unloading. Another loading unit was used to complete the case. There was no patient injury.